Event description:
It was reported that there was a malfunction during a case resulting in loss of mechanical ventilation. The patient was switched to manual ventilation. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Block a: no patient information to date after calls to end user 06/22/26 and 07/06/26. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.